Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had removed the lifevest after developing a rash under one of the back therapy electrodes. The patient reported being allergic to nickle. The patient was given a steroid cream for the irritation by her doctor. Multiple follow-up attempts were unsuccessful and the outcome of the irritation is unknown.